Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08299. It was reported that the patient with twiddler¿s syndrome was noted to have low sensing and impedance change on the right ventricular lead due to dislodgement, noted via x-ray. During procedure repositioning was unsuccessful because the helix could not be retracted. The lead was replaced. The right atrial lead was adjusted for slack. After repositioning attempt for the right atrial lead, the impedance readings were out of range and the conductor was found to have fractured through outer lumen. The lead was replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported events of r-wave amp variation and change of impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of the helix would not retract was confirmed. Visual inspection found the helix to be partially extended and clogged with blood/tissue. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of the helix would not retract was isolated to the helix being clogged with blood/tissue.